Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. The cause for the failure was liquid contamination on connector j502 on c/a board, the table board/jtag connection and the sd card slot. The root cause for the contamination was ingress of an unknown liquid. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.